Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The provided photo shows a one-use holder. No photos of an abg syringe were received. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with colored water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd a-line¿ , the device experienced blood splatter, leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90ª, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd a-line¿ , the device experienced blood splatter, leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90ª, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.